Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the bolt that holds the rail to the bed has broken off.